Manufacturer narrative:
The unit was monitored for several days and no blank display or display anomaly was noted. The insulin pump was received with normal operating currents. There was no damage found on the c13 lcd isolation tape noted. There was no unexpected failed battery test or bad battery alarm noted. The unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
It was reported that the customer's insulin pump had a blank display. Customer's blood glucose level at the time 249mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.